Manufacturer narrative:
Received 1 unopened dispoz-a-bag leg bag in the original unit packaging. Visual inspection noted no obvious defects. There were no folds in the flutter valve or kinks in the extension tubing that could have contributed to the reported issue. A functional evaluation was performed. The sample received was connected to the extension tubing received and was functionally tested by passing water through a new 16 fr. Catheter (not part of the sample received). Liquid flowed toward the interior of the bag until it was filled to its maximum capacity. During the test the flow was continuous. The liquid was drained without difficulty. The vinyl¿s was found to be within specifications. Reviewed the inlet tube of the bag where the flutter valve is sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bend or had any type of obstruction and no problem was found. Reviewed the embossed of the flutter valve, which is on the external part; therefore, the assembly is correct. Reviewed the embossed of the clear vinyl of the leg bag, which is on the internal part; therefore, the assembly is correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Straps and 18¿ latex-free extension tubing". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine was not draining into the bag. The connector on top of the drainage bag received urine from the extension drainage tube, but does not allow urine to flow into the actual bag. The small bag looking reservoir inside the leg bag stuck together and made urine stay in the tube which resulted in the back flow of urine into the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.